Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer experienced a low blood glucose level below 50 mg/dl; cause was unknown. The customer declined to provide additional information regarding the issue.